Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" was corrected due to incorrect country code format. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be idenitifed. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had presented with no air or water flow. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material resembling plastic fibers and nylon. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the video connector electric contacts were corroded; the connecting tube was buckled; the plastic distal end cover was dented; and the forceps elevator lever shrink tube was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.